Event description:
It has been reported to philips that the system stopped working during a coronay examination. A technical problem had been reported a few hours prior, however the room had not been blocked for repair. The patient was transferred to another system to complete the surgery. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported event. On june 2, 2022, around 22:00, the customer noticed a tube grid error. On june 3, 2022, in the morning, the user raised a service request regarding the error. On june 3, 2022, around noon, the system was used for a coronary examination and the system stopped working, with the same error message and the impossibility to perform x-rays. The customer confirmed that they used the system knowing that they reported a technical problem a few hours earlier and that the system potentially had an issue. A philips engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed an x-ray tube malfunction. The engineer replaced the defective tube and the system was returned to use in good working order. Philips evaluates this complaint as not reportable as no serious incident occurred and a serious injury is not likely to occur. According to instructions for use, the system should not be used until a repair has been made if any part of the allura xper fd series is known (or suspected) to be defective. Operation of the allura xper fd series with defective or wrongly adjusted components could expose the user or the patient to radiation or other safety hazards. This could lead to fatal or other serious personal injury, or to clinical misdiagnosis/clinical mistreatment. Codes were updated based on the investigation outcome.